Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a right popliteal coronary artery. The 5.5 x 60 mm supera self-expanding stent was deployed, however when the the device was released 2cm of the proximal stent struts were pulled back into sheath and the rest of the stent was in the vessel. The device detached from the deployment system and was stuck in the sheath. The sheath, the "throw device", and stent were successfully removed as a single unit with minor discomfort to patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported partial deployment and tip separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A conclusive cause for the reported deployment issue could not be determined. The additional damage to the device and reported minor discomfort to patient (pain) is due to operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. It should be noted that the supera instruction for use states: important: confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, additional information was received stating: a 6fr introducer sheath was used for access. Pre-dilatation was performed with a 6.0mm non-abbott balloon dilatation catheter. The supera deployment lock was released, however the stent did not fully release from the ratchet, the stent remained attached. During removal of delivery system, the stent was stretched and the nosecone/tip became detached. The stent and nosecone/tip were removed within the sheath/guide. The system was removed under fluoroscopy. However, it was not verified under angiography if the stent had fully released from device ratchet. A non-abbott stent was used as treatment of the lesion. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.